Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. It was reported that the patient line was loosely attached to the ¿catheter¿ (transfer set), which was due to the patient not connecting them securely. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2267 alarm (air in set/line) occurred on the homechoice device during the initial drain. The home patient was connected at the time of the alarm. The patient explained that the patient line was not fully screwed on to the catheter (transfer set). The technical service representative explained the alarm and instructed the patient to re-set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.